Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was implanted after back-flow from the bleed back indicator window had stopped; it was then confirmed by angiography. Heparin was effective, and bleeding was unable to be stopped in 5 minutes. The procedure was for an ¿iso¿ lesion in the right superficial femoral artery (sfa). A cross-over approach had been made. The exoseal device was used for hemostasis. The next day, the treated leg became acutely occluded, and a foreign object was confirmed at p3 via angiography. An ipsilateral antegrade approach and distal puncture were made and the foreign object was removed. The foreign object was suspected to be the polyglycolic acid (pga) plug. The removed foreign object was then retrieved. After the foreign object was removed, the procedure was completed and there was no further patient injury. The entire device was discarded except the foreign object. The foreign object will be returned since the physician requests to evaluate it and confirm if it is the pga plug.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3, h6, and h10. As reported, the plug of a 7f exoseal vascular closure device (vcd) was implanted after back-flow from the bleed back indicator window had stopped; it was then confirmed by angiography. Heparin was effective, and bleeding was unable to be stopped in 5 minutes. The procedure was for an ¿iso¿ lesion in the right superficial femoral artery (sfa). A cross-over approach had been made. The exoseal device was used for hemostasis. The next day, the treated leg became acutely occluded, and a foreign object was confirmed at p3 (lower popliteal artery) via angiography. An ipsilateral antegrade approach and distal puncture were made and the foreign object was removed. The foreign object was suspected to be the polyglycolic acid (pga) plug. The removed foreign object was then retrieved. After the foreign object was removed, the procedure was completed and there was no further patient injury. The entire device was discarded except the foreign object. The foreign object will be returned since the physician requests to evaluate it and confirm if it is the pga plug. The unit ¿exoseal vasc. Clos.dev.f7¿ was not received for analysis. Only the plug was received inside of a plastic container immersed in an unknown liquid. The plug was returned in two pieces. No anomalies were observed. Per the fourier-transform infrared spectroscopy (ft-ir) analysis, the sample was received inside a container with liquid, presumably water since two peaks appeared showing main absorption bands of water at 3338cm-1 and 1636 cm-1 corresponding to o-h stretching and o-h-o scissor bending. The sample was then taken out from the container and analyzed directly by the ft-ir equipment, obtaining the infrared spectrum where the peaks of the pga plug and other previously unidentified peaks can be observed. Once the sample was analyzed by ft-ir, it was evaluated by the kastle-meyer test. The test result was negative as no reaction occurred between the reagent and the sample. However, the kastle-meyer test is not conclusive and further tests must be performed to confirm the results. Fortunately, the ft-ir is more sensitive, and the presence of peaks that indicate the biological nature of a sample (proteins, lipids, etc.) Was detected in the sample spectrum once the data was processed using the equipment¿s software. The residual spectrum was then compared with an ir spectrum of blood (stored by the cordis juarez analytical laboratory) and the resulting peaks showed the main peaks characteristic of a sample of biological nature. For this investigation, the sample was first observed through the vision system. The sample was first rested out of the liquid to remove the excess, and then was analyzed directly with the ft-ir equipment without any additional preparation. The red infrared spectrum of the control sample showed that its main absorption peaks at 2960, 1742, 1413, 1154, 1082, 972, 901, and 809 cm-1. The absorption peaks that appear for the control are also shown for the sample, suggesting that the sample is made of the same material as the control. For the kastle-meyer test, the sample was first removed from the solution and then the excess liquid was removed. Finally, the h2o2 solution was poured directly onto the sample, and no reaction was observed. It is suggested that the exoseal cordis plug used as a control and the analyzed sample are composed of the same materials according to ft-ir analysis. The kastle-meyer test showed no evidence of blood, as no reaction occurred. A product history record (phr) review of lot 18121534 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿plug-inaccurate placement (intravascular)¿ and the subsequent ¿vascular occlusion¿ could not be confirmed through analysis of the plug due to the nature of the complaint and to due to no receipt of procedural images. The sample plug received from the customer appears to be made of the same materials as the control pga plug per the ftir analysis; however, the kastle meyer test suggests that the device had no evidence of blood as no reaction occurred. Without return for the exoseal vcd unit, the exact cause of the failure experienced by the customer could not be conclusively determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the intravascular deployment experienced. However, access site characteristics and handling factors are possible. A vascular occlusion is a known potential complication following an interventional procedure and is listed in the exoseal IFU as such. Occlusions from intravascular deployments of a plug are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU warns, ¿the exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g., participation in an exoseal closure device training program.¿ according to the IFU, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment.¿ neither the phr review, nor the product analysis suggests that the failure experienced by the customer are related to the device¿s design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was implanted after back-flow from the bleed back indicator window had stopped; it was then confirmed by angiography. Heparin was effective, and bleeding was unable to be stopped in 5 minutes. The procedure was for an ¿iso¿ lesion in the right superficial femoral artery (sfa). A cross-over approach had been made. The exoseal device was used for hemostasis. The next day, the treated leg became acutely occluded, and a foreign object was confirmed at p3 via angiography. An ipsilateral antegrade approach and distal puncture were made and the foreign object was removed. The foreign object was suspected to be the polyglycolic acid (pga) plug. The removed foreign object was then retrieved. After the foreign object was removed, the procedure was completed and there was no further patient injury. The entire device was discarded except the foreign object. The foreign object will be returned since the physician requests to evaluate it and confirm if it is the pga plug.

Manufacturer narrative:
There is no additional information received or changes made to this report. This report was generated an error and due to the system's limitation, this report is being submitted.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18121534 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) was implanted after back-flow from the bleed back indicator window had stopped; it was then confirmed by angiography. Heparin was effective, and bleeding was unable to be stopped in 5 minutes. The procedure was for an ¿iso¿ lesion in the right superficial femoral artery (sfa). A cross-over approach had been made. The exoseal device was used for hemostasis. The next day, the treated leg became acutely occluded, and a foreign object was confirmed at p3 (lower popliteal artery) via angiography. An ipsilateral antegrade approach and distal puncture were made and the foreign object was removed. The foreign object was suspected to be the polyglycolic acid (pga) plug. The removed foreign object was then retrieved. After the foreign object was removed, the procedure was completed and there was no further patient injury. The entire device was discarded except the foreign object. The foreign object will be returned since the physician requests to evaluate it and confirm if it is the pga plug. The unit ¿exoseal vasc. Clos.dev.f7¿ was not received for analysis. Only the plug was received inside of a plastic container. The plug was returned in two pieces. No anomalies were observed. For this investigation, the sample was first observed through the vision system. The sample was first laid out to remove the excess liquid, and then was analyzed directly with the ft-ir (fourier-transform infrared spectroscopy) equipment without any additional preparation. The red infrared spectrum of a control sample shows that its main absorption peaks at 2960, 1742, 1413, 1154, 1082, 972, 901, and 809 cm-1. The absorption peaks that appear for the control are also shown for the sample, suggesting that that the sample is made of the same material as the control. For the kastle-meyer test, the sample was first removed from the solution and then the excess liquid was removed. Finally, the h2o2 solution was poured directly onto the sample, and no reaction was observed. The tests suggest that the plug used as a control and the analyzed sample are composed of the same materials according to ft-ir analysis. The kastle-meyer test showed no evidence of blood, as no reaction occurred. A product history record (phr) review of lot 18121534 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿plug-inaccurate placement (intravascular)¿ and the subsequent ¿vascular occlusion¿ could not be confirmed through analysis of the plug due to the nature of the complaint and to due to no receipt of procedural images. The sample plug received from the customer appears to be made of the same materials as the control pga plug per the ftir analysis; however, the kastle meyer test suggests that the device had no evidence of blood as no reaction occurred. Without return for the exoseal vcd unit, the exact cause of the failure experienced by the customer could not be conclusively determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the intravascular deployment experienced. However, access site characteristics and handling factors are possible. A vascular occlusion is a known potential complication following an interventional procedure and is listed in the exoseal IFU as such. Occlusions from intravascular deployments of a plug are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU warns, ¿the exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g., participation in an exoseal closure device training program.¿ according to the IFU, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment.¿ neither the phr review, nor the product analysis suggests that the failure experienced by the customer are related to the device¿s design or manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.